Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The hospital reported that a blood leak had occurred with the dialyzer at one of their associated prison units. The leak reportedly came from the "blood side" of the dialyzer and into the dialysate. The estimated blood loss was 100 mls, the pt was not injured, and no medical intervention was required. They were able to switch dialyzers so the pt could finish treatment. Sample is not available.